Manufacturer narrative:
Corrected data: b5, e3, h6 (clinical and impact code) updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit turned off on its own witnessed by patient; screens dark, not pumping, no audible alarm. Iabp was successfully restarted. Then unit was replaced. There was no patient harm reported.

Event description:
It was reported, the cardiosave intra-aortic balloon pump (iabp) unit turned off on its own witnessed by patient; screens dark, not pumping, no audible alarm. Iabp was successfully restarted. Then unit was replaced.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer(fse) visited the site on (B)(6) and checked the unit and could not duplicate the issue. The unit was on the list for coiled cable replacement and pm. Fse completed the coiled cable field action. Fse then completed all testing and the unit was approved for clinical use and returned to the department.